Event description:
It was reported that a malfunction alarm identified as malf 12 occurred on the pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump using provided reset instructions, the malfunction did not recur after the reset, customer was advised to continue using the pump and to call back if the malfunction happened again, and caller acknowledged and understood these instructions.